Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. Additional information received which indicated that this lv body was damaged or cut while slitting the catheter. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.